Event description:
It was reported that the lead safety switch of the pacemaker system was triggered due to right ventricular impedance less than 200 ohms. There were also multiple rv events stored due to lead noise. Boston scientific technical services recommend programming the system to bipolar sensing and unipolar pacing to minimize the noise. The patient was in the hospital for an issue that was unrelated to the pacemaker system. The rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).